Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified damaged rails on drawer 4.2 in the main drawer. The drawer was replaced, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height main drawer 4.2 was failed and had bad rails. The customer reported that the issue occurred when dispensing medications to the patient, the pharmacy was used to obtain the medication which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.